Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A parent reported a low reading issue with the adc device. The customer (child) obtained a sensor scan of 94 mg/dl compared to capillary result of 190 mg/dl obtained on an unspecified meter and was treated with fiasp insulin (dose unknown). There was no report of death or permanent injury associated with this event.